Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2014.

Event description:
Procedure type: roux-en-y. According to the reporter: an eea2535 device was used with the anvil head for an eea28. After the firing was done, bleeding near the anastomosis was observed. Additionally, the malformation of staples was confirmed. The doctor had difficulty in firing. The nurse left the used eea2535 in the surgical field, so the same stapler was used again with another anvil head of a proper size for the eea2535. As all the staples had been already fired in this stapler, only the knife blade advanced on the tissue with no staples. Then using another of proper size, the concerning areas of these two failure events were recovered and no problem was confirmed to complete the case. The current patient status is good but still under postoperative follow-up. There was unanticipated tissue loss. There was unanticipated tissue damage. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.